Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no capture of the lv lead using all four electrodes and rv threshold increased. The lead appeared to have been pulled back. The lead was explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information that the patient had twiddlers syndrome.